Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). Planned explant; scheduled for about one month after the lens exchange for the right eye that is scheduled on (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 7.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. There is a planned explant to happen one month after the iol exchange scheduled for (B)(6) 2017, in the right eye, due to the patient seeing extreme halos when driving at night and during the day. Also, the patient cannot function with these side effects. The replacement lens will either be model ar40e or pcb00. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In the initial emdr, the implant date of (B)(6) 2017 in section was incorrectly reported. Through follow up with the surgery center it was learned that the actual implant date was (B)(6) 2016. This section has been updated and corrected. If implanted, give date: (B)(6) 2016. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.